Manufacturer narrative:
The pump passed self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The pump was monitored, no unexpected pump error 43 alarm noted. Successfully downloaded history files and traces using thump. In further review of the formatted history file 2 days prior to the event date of 08-jul-2025, these pump error(s)/alarm(s) were noted: insert battery alarm was found on: 07/08/2025 14:09:37.000. 07/08/2025 14:10:05.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Lostsensor1alert (780) was found on: 07/08/2025 14:44:00.000. 07/08/2025 15:17:00.000. Lostsensor2alert (781) was found on: 07/08/2025 15:33:00.000. The pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No lost sensor alert or unexpected sensor errors or anomalies were noted during testing. Pump error 43 alarm was found on: 07/08/2025 12:10:01.000, 07/08/2025 12:29:47.000. 07/08/2025 14:07:29.000, 07/08/2025 14:07:57.000. 07/08/2025 14:08:25.000, 07/08/2025 14:08:54.000. 07/08/2025 14:10:56.000. 07/08/2025 17:14:01.000, 07/08/2025 17:23:36.000. 07/08/2025 17:25:04.000, 07/08/2025 17:58:04.000. The pump was cut open to perform visual inspection and found corrosion on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Corrosion was also found on the battery tube assembly noted. Pump error 43 alarm was confirmed according in the formatted history file, due to corrosion on the pcba 1 and pcba 2. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a cracked battery tube threads and a scratched case. The pump passed all the required testing. However, pump error 43 alarm was confirmed according in the formatted history file, due to corrosion on the pcba 1 and pcba 2. During visual inspection, corrosion was found on the force sensor, motor and vibrator assembly noted. Corrosion was also found on the battery tube assembly noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer¿s insulin pump received the pump error alarm 43-an error in the motor was detected by reading unexpected value from hall sensor twice. The customer reported no adverse event. The event involved product mmt-1885. Troubleshooting was performed. The customer was able to clear the error. No harm requiring medical intervention was reported. Mmt-1885was requested and customer response was the device will be returned. The customer will discontinue the use of the device.